Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the customer confirmed that the product worked properly during a pre-use check. After the patient went through a surgical operation, he was transported to the hcu while the product was kept intubated. After that, when the customer removed the neck tape from him to securely fix the product again, they heard an air leak sound from the device. The operator stopped using the product as a result. No patient injury or complications were reported in relation to this event.